Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During implant, the LP was noted to have perforated the cardiac tissue which was identified by the patient's drop in blood pressure. The perforation was noted to result in effusion and tamponade. Emergency pericardiocentesis and sternotomy were performed. The procedure was completed without implanting the LP on (b)(6) 2026. The patient deceased due to the perforation.

Manufacturer narrative:
A Device History Record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving Abbott manufacturing facilities.